Event description:
The customer reported to olympus that the gastrointestinal videoscope had blurred lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube with foreign material and the air/water cylinder with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: switch box had a stain. The forceps channel port was shaved. Grip had a scratch. Air/water cylinder had no color. The scope cylinder had no color. Switch 1 had a cut. The end of the flexible printed circuit board was corroded due to water leakage. The electric connector had corrosion due to water leakage. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Light guide bundle had breakage. The objective lens had a crack. Light guide lens had a crack. The connecting tube had a wrinkle. The universal cord had coating peeling. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in air/water cylinder and air/water channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, a whitish foreign material resembling powder mixed with water was found inside the aw-tube and inside the aw-cylinder. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). The probable cause of the reported fault was stated as likely a result of insufficient cleaning. It was confirmed that there was no deformation on the section of the device with the foreign material. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.